Manufacturer narrative:
It was originally reported that 3 devices experienced the reported issue; however, it was determined that 5 devices experienced the reported issue. B5 has been corrected to reflect this. The two devices were evaluated and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned to use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported there was accessible electric current. There was no patient involvement.

Manufacturer narrative:
The final device was not evaluated by a stryker representative; however, a photo provided by the account indicated the issue was caused by a bent prong. The customer performed their own repairs.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported there was accessible electric current. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. 1 device was evaluated in the field and the issue was confirmed; the device had a broken/damaged component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported there was accessible electric current. There was no patient involvement.